Event description:
The customer reported the device overdelivered by 10ml on the green station. The red station had amino acids set for 595ml; the orange station had dextrose set for 455ml; the green station had electrolyte pool set for 100ml; the blue station had fats set for 170ml; the grey station had water set for 1228ml and the yellow station was not programmed. All stations delivered their specified amount but the green. The final bag was discarded. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.